Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of blood infection and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the pd nurse stated that the patient experienced peritonitis on (B)(6) 2011 and was hospitalized that same day. The nurse did not comment on the blood infection reported by the consumer. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date in 2011, the patient had recovered from the peritonitis. Outcome for the event of blood infection was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy and did not comment on the event of blood infection reported by the consumer.